Manufacturer narrative:
The insulin pump was received missing keypad overlay, keypad domes and missing display window. Unable to perform functional testing due to missing key pad overlay and keypad domes. The insulin pump has cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube and missing end cap sticker.

Event description:
It was reported that the insulin pump alarmed compromised force sensor system. Customer stated he was doing set change and about to rewind and he hold the act button down to prime and the insulin started to spray out and got compromised force sensor system alarm. He did reset, change the battery but it did not work. The call got disconnected. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)